Event description:
A malfunction alarm labeled as malf 12 was reported by the customer, who experienced this issue at least three times. There was no adverse impact to the customer's blood glucose level. Technical support's resolution was to replace the malfunctioning pump. The customer was instructed to use their current pump as a backup to maintain insulin delivery. Furthermore, the customer was guided on how to put the pump into storage mode and instructed to return the faulty pump within ten days using a pre-paid label.